Event description:
It was reported that coating issue occurred. A 185cm kinetix¿ guide wire was selected. However during unpacking of the device, it was noticed that there was a protuberant portion on the guide wire and part of the coating material seemed to be peeled off the procedure was completed with a different device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).